Event description:
It was reported that a pericardial effusion (pe) occurred. During a concomitant atrial fibrillation and left atrial appendage closure (laac) procedure, a versacross radio frequency (rf) wire was selected for use. A 3mm effusion was noted prior to procedure via transesophageal echocardiogram (tee). The procedure was being performed with a transjugular access due to interrupted inferior vena cava (ivc) and azygos continuation made standard groin access impossible. A non-boston scientific sheath and dilator (bsw vizigo and bsw dilator large curve) was used to go transeptal with the versacross rf wire. The wire was never used for rf as the dilator crossed the septum without energy. The transseptal access was extremely challenging. After transeptal was achieved and maintained, a faradrive steerable sheath was advanced and at some point the effusion was seen to grow to 6mm. Physician tapped the heart (pericardiocentesis) after finishing the ablation. The patient was stable and not coding. The physician proceeded to finish the watchman portion of the procedure with a trusteer sheath. After speaking to the physician, he believed the effusion was right sided because of the dark red blood that was tapped and that it was likely due to maneuvering for transeptal with the vizigo sheath and dilator around the right atrium. Both the faradrive and the trusteer sheath and associated farapulse and watchman devices stayed on the left side of the heart. Pericardial effusion is believed to be posterior and right sided for right atrium. The patient was taken to intensive care post procedure and was given two units of blood. Cardiothorasic surgeon was being consulted for the effusion. The patient is currently stable. The device is not expected to be returned for analysis. It was further reported the allegation was against the non-boston scientific vizigo dilator and sheath. Due to the patients anatomy, transseptal puncture (tsp) was difficult to visualize. The dilator crossed the septum prior to tenting or buzzing. Activated clotting time (act) was 300. In the physicians opinion, it is not believed that versacross contributed to the patients complication. Approximately 650 ml of blood was lost during the procedure. As of 6 pm on (B)(6) 2025 (the same day), the patient was extubated and no longer bleeding into her pericardial sac. No further cardiac surgery was needed, and the patient was told she would be discharged today.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.